Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
New information received states the device was explanted and replaced. The patient condition was fine after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the device longevity had drastically dropped within a two month period and the battery voltage trend shows a sudden drop in voltage. The cause of the premature depletion is undetermined. No resolution was recommended. The patient condition was stable, before, during, and after the event.